Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow keypad button was reportedly unresponsive and multiple button press are required to elicit a response. The patient also stated the display screen went blank when the up arrow keypad button was pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/11/2013 with the following results: all keypad symbols worn off. Keypad has peeled from bottom to "ok" key. All keys intermittently responding. Removed keypad. All key contacts misaligned. Contamination found under all key contacts. Audio bolus button" is difficult to push and has a tear in the center. Button is responding. Removed button cover. Contamination found on button contact. Pump case was removed. Evidence of moisture contamination found inside pump. Black box shows multiple occurrences of time & date resetting. With the pump cover removed; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.